Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. However, the customer performed troubleshooting and fixed the main pcb using parts from other working machine and started to work normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was showing vent inop, motor fault, circuit fault, low pip and low ve after completing the self test. The customer advised there was no patient involvement associated with this event.